Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a magnum cup; unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision procedure due to pain, discomfort and lack of mobility approximately 11 years post implantation. The head was removed and replaced, and a dual mobility bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Review of the available medical records identified that the patient underwent a revision procedure on due to metallosis. During the procedure, scar tissue was taken down as the fascia lata was elevated. The m2a magnum head and taper were removed. A 28mm ceramic head with a 44mm dual mobility construct were implanted. The trunnion and acetabular cup were in good shape. Reported event was confirmed by review of medical records provided.device history record was reviewed and no discrepancies were found. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.